Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set w/ pre-attached holder there was a retraction issue- device did not retract. The following information was provided by the initial reporter. The customer stated: "the tube pops out and we had a needle exposure when the needle did not retract when the button was pushed."

Event description:
It was reported when using the bd vacutainer® push button blood collection set w/ pre-attached holder there was a retraction issue- device did not retract. The following information was provided by the initial reporter. The customer stated: "the tube pops out and we had a needle exposure when the needle did not retract when the button was pushed."

Manufacturer narrative:
H.6. Investigation: no customer samples or photos were received as of this evaluation. Therefore, 30 retention samples were subjected to a retraction lock-out test as well as a visual inspection for damaged components and the customer's indicated failure mode of retraction failure was not observed. Furthermore 10 retention samples were subjected to a tube push of test with 3 samples failing the test, therefore, this defect is confirmed. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure of retraction failure from the retention sample testing. Based on a review of batch records, no root cause from manufacturing was identified as a contributor. Bd is able to confirm the customer¿s reported failure of tube push off from the retention sample testing. The root cause of the tube push-off issue is excess lubrication on the np cannula. H3 other text : see h.10.